Event description:
Per the clinic, the patent experienced swelling and hematoma at the implant site due to fallen down the stairs. Subsequently, the patient underwent hematoma drainage procedure on (b)(6) 2026. The patient also reported no sound perception. Reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but has not been made available as of the date of this report.